Event description:
The pt was experiencing "spinal pain" for approx one year. During that time she was bedridden; the pt believes this is because the pump was put in improperly? The pt reported that she has "the same kind of bump on my spine that I had the last time I had the granuloma". (See manufacturer's report #2182207-2006-02447). The pump was used to deliver dilaudid, concentration and dosage not reported. The pt was on oral morphine ER 60 mg every 8 hours. "The doctor put the concentration down to 35% instead of my 50% that I've had for the past 9 years." It was also reported that the pt developed scoliosis and experienced incontinence, nausea and vomiting and increased baseline pain. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.